Manufacturer narrative:
Concomitant product: product ID: 97714, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. (B)(4). Analysis of the dtc (s/n (B)(4)), found the connector was broken.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the connector pin broke on the implantable neurostimulator recharger (insr) and it completely fell out. The patient was experiencing lots of pain due to the connector pin issue. It was sudden.